Manufacturer narrative:
Batch review performed on 22 april 2025: lot 2210945: (B)(4) items manufactured and released on 27/09/2022. Expiration date: 11/09/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 22 april 2025: gmk-spherika 02.12.e0610fr tibial insert fixed sphere flex size 6/10 mm r e-cross (k202022) lot 2316331: (B)(4) items manufactured and released on 13/07/2023. Expiration date: 28/06/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka16r femoral component spherika cemented s6+r (k211004) lot 2317029: (B)(4) items manufactured and released on 03/11/2023. Expiration date: 11/10/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting pain and tightness in the knee due to the development of scar tissue. About 9 months after the primary surgery, the surgeon cleaned out the scar tissue and revised all components to hinge components. The surgery was completed successfully.